Manufacturer narrative:
Philips remote service engineer (rse) spoke with the customer and logs were retrieved. A review of the audit logs found several acknowledgements over the reported time period. There was no product malfunction; this is considered a user issue. Information was provided to the customer. No further investigation or action is warranted at this time.

Event description:
The customer reported: patient incident. Please collect data on whether an alarm was acknowledged. Error occurred on: (B)(6) to (B)(6), primary period from 4:00 am - 6:00 am.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
A patient incident involving patient harm has been alleged. No further information has been provided.